Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the hemopro jaws overheated. The same device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).